Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a loss of therapeutic effect. The event occurred 2 days ago. Two days ago on the right side the stimulator was not working anymore. He was getting nothing and would adjust all the way and still felt nothing. The patient had tried other groups with no success. He had an appointment tomorrow and wanted a manufacturing representative (rep) to be there. A day later it was reported that there was high impedance of >10000 on electrodes 8, 9, and 10 found during an impedance testing. Reprogramming was required and the product issue was resolved. The patient lost stimulation in the right leg and less than 50% therapy relief at the lead location. He was using the electrodes that showed high when the rep did the impedance check. The rep reprogrammed his stimulator with electrodes that were not showing high impedances and the patient was able to regain stimulation to his right leg. The patient was alive with no injury at the time of this report. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the representative reported the patient had 5 of the 8 electrodes on the right lead that were now over-impedance and were unsuccessful to reprogram. The physician was getting authorization and planned to schedule a revision. The date had not been set yet. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
.

Event description:
Additional information received from the manufacturer representative (rep) reported that the patient had decided to have a lead revision since their lead was not working effectively on the right side. The physician replaced the lead with a new one and the patient was getting adequate stimulation in the right leg again. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).